Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical implantable ports/deltec p.a.s.port ports caused and adverse event. Reported the patient was normal until one month of implantation, the blood could not be drawn out when medicine was injected at the hospital. Film was taken, and it was found that the catheter fell into the heart. Emergency removal was required. Photos of product and xrays attached. This required emergent surgical intervention to remove the disconnect part that fell in to the heart.